Event description:
It was reported that the patient presented to the emergency room (ER) with nausea, vomiting, headache and respiratory depression. The ER physician believed that the patient may have been having baclofen overdose symptoms, but the reporter was not certain that that¿s what was going on. The reporter stated that the patient had a refill and concentration change the previous day and the concentration was changed from 500mcg/ml to 3500mcg/ml. Reportedly, the pump was recently replaced and the pump was originally filled with 500mcg/ml. The patient seemed to tolerate the replacement and the lower concentration fine, but began to have the symptoms fairly soon after the refill and concentration change. The exact timing of the refill and symptoms was unknown, but a bridge bolus was programmed for a duration of about 5 hours and 54 minutes, which would have been consistent with the reported pump tubing and catheter volume of 0.390ml, a concentration of 500mcg/ml and a daily dose of about 793mcg/day. The doctor was planning to turn the pump down to see if the patient¿s symptoms improved and possibly change the drug in the pump. The device contained baclofen. It was later reported that the patient was in the intensive care unit (ICU) and they were trying, unsuccessfully, to establish telemetry with the pump. It was later reported that the reporter was able to establish telemetry with the pump. The telemetry issue is captured under a separate event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: baclofen therapy started in (B)(6) 2001 and was on-going. No other medications were contained in the pump. The physician indicated the patient was prescribed several other oral, etc. Medications but did not indicate the medications and stated there were no recent changes. The patient had also experienced symptoms of sedation and hypotonia. The physician decreased the daily dose from 793 mcg/day to 782 mcg/day and the symptoms resolved within hours. The conclusion was the restarting concentration of 3500 mcg/ml was actually a higher concentration than stated on the label. The compounding pharmacy had been notified. There were no problems with the telemetry unit. The patient was now doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).